Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were unable to get excellent connection and could only get good connection when trying to charge the implant. The issue began friday. Patient's implant was at 10% when they started attempting to charge. During the call patient restarted the recharger. Agent reviewed best charging practices. Patient confirmed the belt fit fine. Patient charged the implant and got good connection at 30%. After adjusting the recharger for some time, they got excellent connection briefly but the connection went back to good. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient stated hcit agent had reconfigured some of their settings, but this had not helped the handset to keep its charge. Patient described the handset will drain from full to empty from one morning to the next. Agent reviewed to charge handset nightly and monitor. Patient also stated they were continuing to have difficulty charging the implant. Patient stated it takes forever to connect to the implant and probably 4-5 hours to charge the implant to 40%. Patient commented they don't use the machine very often. Patient stated they have to keep moving the wireless recharger (wr) around and if they move the slightest touch "it goes off" because it's not connected anymore. Agent asked clarifying questions and patient stated it loses the connection completely and added they have never gotten excellent connection, only good. Agent had patient close all apps and reset the wr. Patient connected through the recharger application and reported goodconnection with the implant red and message the wr battery is low. Patient noted wr only had 1 battery indicator light illuminated. Agent had patient place wr into charging dock and patient confirmed battery indicator light began flashing green. Patient stated they had seen hcp this morning who advised them to call the manufacturer. Patient spoke to a rep who advised them to call patient services. Agent reviewed recharger best practices in detail, as well as factors that may play a role in establishing and maintaining excellent connection. Agent advised patient to charge wr and monitor if able to get excellent connection after wr reset and, if still only able to get a good connection agent reviewed contacting rep again to further assist in person.